Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, the clear port of the check valve was observed broken off from the tubing. The reported condition was verified. Due to the nature of the provided sample no further testing can be performed; therefore, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system, non-dehp continu-flo solution set broke. The tubing was observed separated from the check valve. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.